Event description:
The report received from the affiliate states that at the end of the procedure and during removing of the nylex f4 pigtail catheter, the tip broke and separated on the wire. The age and gender of the patient is unknown. The target lesion location was the iliac artery. The vessel was described as calcified. The product was properly inspected and prepped and no anomalies were noted. The physician used a crossover technique to access the lesion. The guidewire used was a bard guidewire. There was no difficulty accessing the lesion with a guidewire. There was no difficulty tracking the device over the guidewire to reach the lesion. The device was advanced through the lesion and contrast was injected through the catheter. There was no resistance during contrast injection. The catheter was flushed and removed from the patient. During removal, temporary resistance had been observed. The tip of the catheter separated while on the wire. The broken end was recovered with the help of a wire and nothing was left in the patient. The procedure has been finished successfully without harm to the patient. It was noted that most probably, the catheter had been damaged before, while opening the packaging.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The report received from the affiliate states that at the end of the procedure and during removing of the nylex f4 pigtail catheter, the tip broke and separated on the wire. The age and gender of the patient is unknown. The target lesion location was the iliac artery. The vessel was described as calcified. The product was properly inspected and prepped and no anomalies were noted. The physician used a crossover technique to access the lesion. The guidewire used was a bard guidewire. There was no difficulty accessing the lesion with a guidewire. There was no difficulty tracking the device over the guidewire to reach the lesion. The device was advanced through the lesion and contrast was injected through the catheter. There was no resistance during contrast injection. The catheter was flushed and removed from the patient. During removal, temporary resistance had been observed. The tip of the catheter separated while on the wire. The broken end was recovered with the help of a wire and nothing was left in the patient. The procedure has been finished successfully without harm to the patient. It was noted that most probably, the catheter had been damaged before, while opening the packaging. One non sterile 4 fr catheter was received coiled inside in a plastic bag with a separated piece of pigtail tip (40mm length) into another plastic bag. Unit has blood residues. The unit presents a kink 27cm from the hub. The tip section corresponding to the catheter has a neck down near to the separation section, on the separation section was observed an elongation the separation section is on the middle of the tip, tip was found properly fused to the body. Analysis report indicates the following results: 'the body separation surfaces presented evidence of elongation and outer diameter reduction; both are common characteristics of sample which were pulled/ stretched until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined.' Outer diameter (od) and internal diameter (ID) of the returned catheter was measured near to kink area and separation section and found within specification. The measurements near the tip separation were found to be out of tolerance, in this section, it was observed an elongation and outer diameter reduction, resulting as consequence in internal diameter reduction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of tip separation was confirmed however the exact cause could not conclusively be determined. Review of the information provided is suggestive of lesion and/or procedural factors contributing to the reported event, as there is elongation evident at the point of separation, indicative of excessive force being used to withdraw the catheter, or as indicated by the affiliate, damage occurring to the catheter while being removed from the package. The IFU instructs to inspect devices prior to use for any anomalies and discard the device for a new one if any damage is noticed. There is nothing in the analysis the device history report review or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.